Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sore like wounds. The patient's nurse reported the garment appeared too tight and was rubbing the patient's breast area. There was no alleged device malfunction contributing to the irritation. Field services remeasured the patient and provided new garments. The medical outcome is unknown as follow up attempts were unsuccessful, reporting out of abundance of caution. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as sore like wounds. The patient's nurse reported the garment appeared too tight and was rubbing the patient's breast area. There was no alleged device malfunction contributing to the irritation. Field services remeasured the patient and provided new garments. The medical outcome is unknown as follow up attempts were unsuccessful, reporting out of abundance of caution.